Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's lv lead revision procedure, the atrial lead was determined to be slightly dislocated. The atrial lead was repositioned and re-inserted with good electrical parameters. No adverse consequences were reported. The therapy date of the concomitant lv lead (B)(4) is unknown at this time.